Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor r-wave measurements around 5 millivolts and rising impedance measurements. Defibrillation threshold testing was performed and there was significant drop out but the rhythm was detected and converted. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.